Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm, blank display and motor position encoder error. The customer¿s blood glucose level was 250 mg/dl. The customer reported that they had received a motor error during normal basal delivery and screen went blank. It was reported that the alarm had been cleared by a blank display from before. The customer was able to complete pump rewind. The customer stated that the display returned. The customer reported that they had motor position encoder error and motor error alarm in the history. The customer performed self-test and was passed. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder alarm due to overwritten history file. Insulin pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted.